Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the level sensor mounting pads would not stick to the oxygenator. The user reported once the level sensor was placed, the pads would pull away from the oxygenator. An alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.